Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. During the procedure the physician founded that the lead insulation was damaged. The lead was not used, and the implant was completed with use of a replacement. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a partial (only distal portion) lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies or damaged to the lead body insulation. Electrical testing was normal.